Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to disconnect tubing and deliver boluses, and the issue persisted until the customer replaced necessary supplies and resumed insulin therapy.